Event description:
It was reported that the balloon did not inflate at the inflation test. Another catheter was used. There was no patient complications.

Manufacturer narrative:
The device was returned and evaluated. Customer reported was confirmed. Balloon had detached/ruptured all the way around the circumference, distal of the proximal bond. Detached/ruptured portion of latex is inverted over the distal tip. No introducer or contamination shield returned.